Event description:
It was reported, the patient had a urinary tract vacation, burning with urination, and abdominal pain. It was noted, the patient was prescribed cipro. It was reported, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v584076, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(6); product type programmer, patient. (B)(4).